Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion. Reportedly, the casing perforated right after implant. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.